Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. This lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Block b3: exact date unknown, new system implanted (B)(6) 2020. This supplemental report is being filed to correct the entry in d7: explant date, h6: patient codes and patient code description.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. This lv lead was explanted. No additional adverse patient effects were reported.